Event description:
Legal case - USA. Patient ID: (B)(6). As reported via legal documentation, this patient is verified right knee on (B)(6) 2011, then had right knee revision (B)(6) 2023, approximately 12 years after their initial surgery. Post operative report states that the patella was found to be loose with cystic changes underneath the patella. Tibial tray was removed. There is extensive wear in the medial plateau and proximally with tibial post was broken. Femoral and tibial components were extensively evaluated there is no evidence of loosening of either component. Because of this we elected not to revise the femoral and tibial components as there were well fixed. Wound was closed in a layered fashion patient was discharged recovery kept overnight for observation. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi initial surgery search - hss - no results 02-012-35-2013 - (B)(4) - logic tibia ps mod insrt sz 2 13mm. Serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k033883.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and fracture or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.